Event description:
Approximately two hours into hemodialysis treatment a leak occurred at the bonded joint between the pump segment and connector. The blood volume in the extracorporeal circuit was discarded resulting in estimated blood loss of 200cc. No pt injury or need for medical intervention is reported.